Event description:
No blood glucose levels reported. The customer reported a button error alarm from the insulin pump that they were unable to clear. The customer was advised that the insulin pump would need to be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the device had intermittent button response due to moisture damage on the keypad traces. The device was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube and lip, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.